Event description:
It was reported that the device reached end of life (eol) and could not be interrogated. The device was explanted and replaced. During the procedure, it was noted that there was low impedance and no capture at full output on the atrial lead. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4092, implantable pacing lead, (B)(6) 2003. (B)(4). Evaluation summary: no anomalies were found, however the outer insulation had a cosmetic depression, a cosmetic depression, environmental stress cracking, and metal ion oxidation, there was blood on the proximal conductor, and apparent explant damage; proximal segment returned and analyzed.